Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The septum, an internal rubber component of the seal, was torn. Based on the condition of the returned unit and the description of the event, it is likely that the shield was dislodged by the blunt nose retractor that was inserted/removed from the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: dr. [Name] was performing a laparoscopic nephrectomy and towards the end of the procedure, during instrumentation exchange using a blunt nose retractor, the clear inner seal within the black double duck bill seal fell through the cannula inside the patient. The inner seal was retrieved and the surgery was completed using this same port without that component. Dr. [Name] does not recall feeling any resistance when introducing the instrument and he confirmed that he always introduces the instruments closed through the cannulas. Intervention: the inner seal was retrieved and the surgery was completed using this same port without that component. Patient status: there were no adverse effects as a result of this.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: dr. [Name] was performing a laparoscopic nephrectomy and towards the end of the procedure, during instrumentation exchange using a blunt nose retractor, the clear inner seal within the black double duck bill seal fell through the cannula inside the patient. The inner seal was retrieved and the surgery was completed using this same port without that component. Dr. [Name] does not recall feeling any resistance when introducing the instrument and he confirmed that he always introduces the instruments closed through the cannulas. Intervention: the inner seal was retrieved and the surgery was completed using this same port without that component. Patient status: there were no adverse effects as a result of this.